Event description:
It was reported that there were low out of range impedance values. The patient was a trial patient that had good coverage while on the table. Impedances had shown that there had been some shorts with values of less than 50 ohms. The patient was experiencing jolting at 0.2 volts and impedances could not be taken again. Reseating the leads in the multi-lead trialing cable (mltc) had been attempted, but the issue continued. The impedance issue had later resolved and there were impedances around 400-600 ohms. The patient continued to be unable to tolerate anything beyond 0.2 volts. Later yet, the lead was removed and replaced with a new lead on the same day. The patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 977d260, serial # unknown, explanted: (B)(6) 2014, product type screening device; product ID neu_unknown, serial # unknown, product type unknown; product ID 355531, product type screening device; product ID 355531, product type screening device. Analysis of the trial lead, with unknown lot number, found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), explanted: (B)(6) 2014, product type: screening device. Product ID neu_unknown, product type: unknown. Product ID 355531, product type: screening device. Product ID 355531, product type: screening device.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).